Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported adverse impact. The customer initially used a third-party wall adapter, and technical support instructed the customer to plug the wall adapter into a functioning outlet and wait to see if the pump would begin charging. Upon follow-up, the pump was successfully charged to 100%, and no further actions were needed.